Event description:
It was reported that hydro-glide guidewire coating seemed to be scratched off when going through the ureteroscope. The healthcare professional (hcp) felt that the size of the guidewires was wider than before.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. One sample from unknown lot was returned in a polybag with the complaint number written on it. The product was in its hoop. The unit was in good condition. In addition, four pictures were attached to the complaint showing the describe flaking and were reviewed. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that hydro-glide guidewire coating seemed to be scratched off when going through the ureteroscope. The healthcare professional (hcp) felt that the size of the guidewires was wider than before. Per follow up information received via ibc on 16nov2022, it was stated that the customer felt the size of the guidewires was wider than normal. It was unable to determine whether all three guidewires were belonging to the same lot.